Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Heparin, xact stent (9-7 x 30), emboshield nav 6 embolic protection device. The xact (9-7 x 30) is being reported under a separate medwatch report number. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, based on the reported information, the inaccurate delivery appears to likely be related to the plaque at the target lesion. Review of the device lot history record revealed no findings relevant to this event.

Event description:
It was reported via a trial that during a stenting procedure in the right internal carotid artery, the 9-7x30 xact stent was deployed. Due to a plaque prolapse an additional 9x30 xact stent was attempted. The 9x30 stent could not be advanced to the proper location, so it was removed. At this point, the patient developed hypotension. A rx acculink 8x20 stent was deployed, but due to the plaque, was not positioned properly; therefore, a herculink stent was used to bridge the acculink and the 9-7x30 xact. The patient was treated with a dopamine infusion and the hypotension resolved within 24 hours. Two days post procedure, the patient was discharged to home. Though requested, there was no additional information provided.